Event description:
Event became reportable based on investigation completed on 11/16/2006. It was reported that during a pci procedure, difficulties were experienced with the maverick otw catheter. According to the customer, "pci was performed for the cto and calcified lesion in rca mid. The physician attempted to wire cross with conquest supported with this device. The lesion wad dilated three times, but the physician noticed the blood backflow from the balloon lumen, and withdrew the device. The physician confirmed the leakage occurred from the shaft. No health hazard for the patient occurred, but the procedure was stopped for long-haul." Follow up information received revealed that, "there was no difficulty in deflating or withdrawing the balloon." Patient status is reported "good."

Manufacturer narrative:
The balloon catheter was returned for analysis with damage noticed at the distal tip. The catheter was inflated to its nominal pressure and a leak was noticed in the outer shaft. A leak was also found from the distal tip of the device indicating a leak in the inner shaft. Microscopic examination of the outer shaft revealed a tear located 6.0 centimeters proximally from the distal tip. Microscopic examination of the inner shaft also revealed a tear located 6.2 centimeters proximally from the distal tip. The direction of the material surrounding the tears indicated that the device may have been punctured, possibly by a guidewire. Microscopic examination of the distal tip revealed elongation of the tip material. The manufacturing records for top assembly batch 8800862 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints related to this batch number. The cause of the shaft leak could not be determined.